Manufacturer narrative:
Returned for evaluation was one solero probe. A visual examination of the device noted no appearance of defect or damage. No issues were noted during functional testing. The reported complaint desscription of an error 209 message could not be replicated in the lab setting. The reported complaint was not confirmed as no 209 errors were seen during power testing. A root cause for the reported complaint cannot be determined. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
4 min microwave ablation in kidney using a solero microwave system t. The solero probe tested fine before inserting in patient. Ablation was started and proceeded for 1 min 30 sec when "temperature fault warning" was observed. Treating physician was unable to clear the warning, so the unit was shut down and rebooted. When generator started back up, an "209 error - temperature >52c " was observed. The treating physicians were able to clear the error message and restarted the ablation. The ablation proceeded for 2 min 30 sec. Before "temperature fault" warning was observed. The physician decided to end the therapy at that point. As the treatment was not completed, this is event has been determined to meet the criteria of a reportable adverse event as the patient was unnecessarily sedated. Ther was no report of patient harm or injury due to this event. The reported disposable device has been returned to the manufacturer for evaluation.